Event description:
It was reported that the patient had a Foley catheter after surgery on (b)(6) 2026. During a night round on (b)(6) 2026, the nurse found that the catheter had come out indicating that the balloon had ruptured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a US equivalent device. The US UDI equivalent for this product number is used. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.